Event description:
It was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately three (3) years and nine (9) months, then replaced with another edwards bioprosthetic valve. Per follow up with the healthcare provider, it was learned that the valve was explanted due to calcification, severe stenosis and regurgitation. No additional information was provided.

Manufacturer narrative:
Report of an aortic bioprosthetic valve explanted after an implant duration of approximately four (4) years due to calcification, stenosis, and regurgitation. The explanted device was discarded by the healthcare provider, and an evaluation was not performed by edwards. Thus, the root cause and mechanism leading to this event cannot be confirmed, identified, or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient co-morbidities may have contributed to calcification of the bioprosthetic valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.